Event description:
It was reported to philips that the system's image disk was full, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary procedure which was completed as planned without saving the image. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's image disk was full, which could impact imaging. Upon functional testing, the fse confirmed malfunctioning of the ippc. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc by the fse resolved the reported issue and restored the functionality of the system. After replacement and reinstallation of the software, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image drive full issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system without saving the image, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.